Event description:
The customer reported that the system would not fluoro nor display on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dicom box was turned on during the service call. The system was tested and found to be working as intended and put back into service.